Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer had not tested blood glucose (bg) level at the time of the reported event. A system check was performed indicating that the occlusion occurred at the level of the cartridge. In addition, the customer has been experiencing elevated (bg's) since (B)(6). Customer stated (bg's) have ranged from 150-270 mg/dl. No troubleshooting was performed for high (bg's) as the customer was going to remain off the pump until the customer got home to change out supplies. The customer declined for tandem technical support to do a follow up call, and stated "will call in if further assistance is required". Reportedly, the customer was on the third day of cartridge use and using apidra.